Event description:
User experienced a low cea result for one patient sample. Initial result gave 0.563 ng/ml, repeat in 2008, gave 610.3 ng/ml. The doctor questioned the result based on previous elevated results. Patient treatment was not altered. If additional information is received, appropriate notification will be provided.